Event description:
It was reported that there were episodes where the r waves get smaller allowing for t wave oversensing on the right ventricular (rv) lead. These episodes were seen on the electrogram but not by the device. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.